Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number: (B)(4). Event occurred in egypt. It was reported that patient had inserted a new infusion set on (B)(6) 2026 due to which the patient faced hyperglycemia and diabetic ketoacidosis event. The patient went to emergency room and got hospitalized. The duration of hospitalization was less than 24 hours. The blood glucose level was 315 mg/dl at the time of the event and got treated with insulin pump. Patient experienced the symptoms of abdominal cramps, fatigue and vomiting at the time of the event. The patient was tested positive for ketones and the value was 3mmol/l. No further information available.